Manufacturer narrative:
Event date is estimated. Both the leads are reported as it is unknown which lead is liable.

Event description:
Related manufacturer reference number: 1627487-2021-13328. It was reported patient experienced loss of therapy and x-rays indicated that the left l3 lead is migrated. Programing was unable to solve the issue. As a result, patient underwent surgical intervention wherein left l3 lead was explanted and replaced with a new lead. Reportedly effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.